Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving infumorph (10 mg/ml at 3.6 mg/ml) via an implantable pump for non-malignant pain. It was reported that the patient was taken in for a pocket revision on (B)(6) 2020 because the pump had been moving/flipping in the pocket.  The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient had lost a lot of weight causing the pump pocket to be too big so the physician needed to anchor the pump down.  During the procedure, the physician cleaned the pocket; anchored the pump down and secured it; and made the pocket smaller to prevent the pump from moving or flipping.  The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.